Manufacturer narrative:
Device evaluation summary: service personnel replaced the pump; after repairs the unit passed all tests and manufacturer¿s specifications. The replaced pump was returned to medtronic for analysis. The returned pump was attached to a test unit for analysis. The pump ran for two hours without any errors or abnormal noises observed. The reported event could not be duplicated or verified and the evaluation found no fault with the pump; no failure relationship or cause could be established. No corrective actions were initiated because no cause was identified. The reported complaint mode will be utilized for trending purposes and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a time of maintenance the ht70 ventilator generated a noise. There was no patient involvement reported.